Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultramini meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 7:30 pm, the patient noted the reported meter was displaying the battery indicator symbol; he was unable to obtain a blood glucose reading. This meter will display the battery indicator symbol when there is no longer enough power to perform a test; the battery must be replaced. After the use of the meter, the patient experienced the symptoms of shaking, sweating and blurred vision. The patient administered self-treatment with glucose tablets; he did not seek any medical attention. The patient manages his diabetes with humalog insulin ten units, lantus insulin and the oral diabetes medication metformin. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new, replacement battery available. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue, and received treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the patient had a micl 12.6mm implantable collamer lens implanted in the left eye on (B)(6)2010. As part of the post market study, the patient reported experiencing high pressure after surgery. Patient was prescribed eye drops for less than three months. Then further laser procedure done to relieve pressure. The icl remains implanted. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further information is available. See MFR#2023826-2010-01050 for the right eye.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118